Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a gold probe was to be used during a gi bleed procedure performed in 2009. According to the complainant, during preparation, the device failed to cauterize. The procedure was completed with an injection gold probe bipolar electrohemostasis catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.